Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that during the permanent placement of the lead, the patient experienced left sided motor deficits that were picked up via the neuro monitoring device. The physician decided to abort the procedure due to the loss of motor stimulation. When the patient woke up from the procedure, the patient had slight weakness on her left side, however at present; the patient was doing well with full motor and sensory responses in the lower extremities. The physician¿s opinion was that the issues were related to the procedure due to excessive ligament impingement in the mid thoracic spine and during dissection, the nerves were irritated.